Event description:
The customer reported that the device showed all three (charge-pak, attention and wrench) icons on the readiness display. The installed charge pak had the expiration date of 12/28/2014. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evluated the device and was unable to verify the reported failure. The device was able to power on and charge and deliver defibrillation energy with no issues. After a review of the device download, there was no evidence that the device had displayed the reported three icons.the cause of the reported failure could not be determined.